Event description:
New information indicated that the issue reoccurred and the patient received inappropriate shock due to incorrect interpretation of signal on the implantable cardioverter defibrillator. Programming changes were performed to resolve the issue. The patient condition was stable before, during, and after.

Event description:
New information indicates that the ICD was explanted and replaced.

Manufacturer narrative:
The reported events of device sensing anomaly and inadequate shock stimulation anomaly were not confirmed. Tech services confirmed there was no anomaly from the egms in the device image. The device behaved as programmed. The device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The anomaly observed in the field could not be reproduced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed inappropriate shocks due to incorrect interpretation of signal on the implantable cardioverter defibrillator. The patient reported feeling fine after each shock and did not seek treatment. Programming changes were performed. The patient condition was stable.